Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device interrogation in clinic. It was observed that the atrial lead had a single pacing lead impedance below normal limits on (B)(6) 2020. Every other impedance value before and after this date was within normal limits. Other parameters were unchanged. The physician opted to continue monitoring the lead. The patient denied any symptoms before, during or following the interrogation.